Manufacturer narrative:
Initial report: as reported, during an unknown procedure, the side-arm of a flexor high-flex ansel guiding sheath leaked. As a result, the side arm of the device reportedly thrombosed. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Per the initial reporter, additional information will not be provided. Investigation ¿ evaluation. Reviews of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturer¿s instructions, and quality control procedures of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device history record revealed one potentially related non-conformance for leakage. However, it should be noted there were no other reported complaints for this lot number. As there are no other lot related complaints that have been received from the field, adequate inspection activities have been established and non-conforming product has been identified and scrapped during the manufacturing process it was concluded that there is evidence to suggest all items in the lot in house or in the field are manufactured to specification. Furthermore, reviews of the manufacturer¿s instructions, drawing, and quality control procedures were conducted, and no gaps were discovered. An IFU is provided with this device, which states upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided and no product returned, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, the side-arm of a flexor high-flex ansel guiding sheath leaked. As a result, the side arm of the device reportedly thrombosed. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Per the initial reporter, additional information will not be provided.